Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a carotid angiogram and stenting procedure. Reportedly, after the completion of the interventional procedure, the proglide suture was correctly placed in the artery; the suture trimmer would not cut the suture. The physician attempted multiple times to reload the suture back onto the trimmer, but it would not cut. During the multiple attempts to cut the suture, the suture came out of the artery and was stuck in the gate of the suture trimmer. Hemostasis was ultimately achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.